Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Contact declined troubleshooting with tandem technical support at the time of the call. Contact reported an elevated blood glucose of 300 (mg/dl) and administered a bolus to stabilize bg level.